Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2015. X-rays taken during the procedure revealed the lead had migrated out of the epidural space. The physician was unable to reposition the lead due to scar tissue. Consequently, the scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient experienced loss of stimulation following a fall. X-rays revealed possible fracture on the lead. System diagnostics determined high impedances on the lead. A sjm representative tried reprogramming to no avail. As a result, surgical intervention will be taken at a later date to address the issue.